Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 23-sep-2023, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 23-sep-2023, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 11-may-2025, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 11-may-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infection at the battery site in the chest and at the extension site behind the ear after surgery. The ins, extensions, and leads were explanted and were not to be re-implanted. The patient was observing at home.